Event description:
It was reported that sparks were allegedly observed coming from a wall outlet in which the kinair medsurg power cord was plugged into. There was no report of injury to the patient or hospital staff.

Manufacturer narrative:
Visual inspection of the power cord by kci quality engineering revealed that the power cord was damaged. The hot side prong was missing and areas of metling were evident. The cause for the damage could not be determined at the time of this report. No other damage was noted to the bed.